Event description:
It was reported that the bd pyxis¿ medstation¿ es auxiliary tower had a tower door failure and was unable to recover despite multiple reboot attempts. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open due to a door latch issue. A field service engineer replaced the door latch, tested the device in test mode, performed customer inventory verification. The system functioned as intended after the field service engineer repaired the device.